Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out d9 and h4. Additionally, to provide updates to fields h7 and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to charge-coupled device is broken. It is possible that the charge-coupled device is broken from one of the following mechanisms. ¿ unacceptable tension in the area of the "charge-coupled device holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer " cover holder to bumper sleeve." ¿ unacceptable tension in the area of the "charge-coupled device holder" assembly due to asymmetrical alignment of the spring to cover-holder before the bumper sleeve is joined. ¿ pre-existing damage to the "charge-coupled device holder" assembly due to using a suboptimal adhesive device. However, a specific root cause of the reported malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; the fibre bonding in the outer tube area (distal end) was damaged and the protector of the video cable section was cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.h9/reporting number: <3011050570-10/24/2023-001-r> added here due to character limitation in respective field.

Event description:
It was observed that during the device evaluation, the telescope was exhibiting a green image due to a broken charged coupled device. There was no patient involved.